Event description:
While the patient was still hospitalized following the initial implant procedure, high capture threshold and high pacing impedance were noted on the device. A revision procedure was performed, and lead measurements were found to be in range when connected to the merlin pacing system analyzer. A device malfunction was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of capturing and impedance anomalies were not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality and capture test under nominal settings did not find any capture issue. The device was evaluated with various loads and the pacer was able to detect and measured the load changes with normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.